Manufacturer narrative:
Initial reporter last name:(B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particle matter (pm) was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags containing fluid. The pm was identified as a black particle in a bag and as white pm in the other bag. This issue was identified during preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: april 02, 2022 - april 03, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and the first sample showed a white particle inside of the container fluid pathway and a dark particulate matter was observed in the second sample. The white particle was polymeric appearing, elongated, and morphologically consistent with fill port material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.